Event description:
A letter has been received from an end user stating the powered wheelchair chair started hesitating several times. The reporter also reported plastic brackets had broken off where the charger connection is located. A call was placed for additional information. There is no information or mention of injury. Reportedly, the end user has been utilizing this wheelchair since (B)(6)2011.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model m61, serial number/date (B)(4) is approximately 1 year old. The owner's manual part number 1125085, rev.j(oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed